Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: g1,2 email is: regulatory.responses@icumed.com. One device was received. Per visual inspection, the printed circuit board (pcb) and liquid crystal display (lcd) were physically damaged. Cracked tank cover. Enclosure contaminated with blood. Per functional testing, the pcb has bad lcd that shows a "1" or random numbers confirming the customer complaint. The root cause was a damaged pcb board and lcd display from physical impact. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the device had a bad display. The incident was discovered to prior to patient use. There was no patient harm.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.